Event description:
It was reported that the patient needed to have a ureteral stent indwelled. Upon opening one stent, the nurse found that it was ruptured and not inserted into the body of this patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The ureteral stent, suture and push catheter were returned in the opened original packaging. An evaluation was completed by future matrix. Visual evaluation of the returned sample noted a separation on the body of the stent; the material did not appear to be stretched or discolored. The suture appeared to be cut since there was not stretching to the material, and the length of the suture was significantly smaller than the original form. The sample passed dimensional requirements; the outer diameter was measured with a laser micrometer and found to be 0.0799" and 0.0795", the tube inner diameter and tip inner diameter were measured with a pin gauge and found to be 0.050" and 0.043", respectively. A 0.038" guidewire successfully passed through the sample with no resistance. Though a specific cause cannot be determined, based on the risk document a potential root cause for this event could be, "inappropriate package design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent. Exercise care. Tearing of the stent can be caused by sharp instruments. Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was evaluated.

Event description:
It was reported that the patient needed to have a ureteral stent indwelled. Upon opening one stent, the nurse found that it was ruptured and not inserted into the body of this patient.